Event description:
Customer reported via voluntary medwatch: a large circle (11cm diameter) of blood/tpn mixture was noted on the infant's bedding approx 1 1/2 hrs after the start of the new tpn infusion. The central line was clamped. Upon investigation, the extension set, minibore, with the open-ended t-connector, on the manifold below the check valve, was cracked and leaking. Another t-connector set was attached to the top of the first one, with no leakage noted. The central line was unclamped. Physician notified, and lab work ordered. The infant was asymptomatic. No adverse effects. Confirmed via phone conversation with user on 2/13/2001.